Manufacturer narrative:
Valve in valve procedure is performed as an intervention for severe or clinically significant perivalvular leak (pvl), central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Multiple attempts to obtain additional details concerning the reason for the re-dilation and the implant of the second valve have been unsuccessful. With such limited information, the reason for the second valve deployment cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our german affiliate, approximately one year post implantation of a 23mm sapien 3 valve, in the aortic position a re-dilatation was performed with commander delivery system. A decision was made to implant another 23mm sapien 3 valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.